Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix e/x (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. To date no medical records have been provided. The attorney alleges the patient underwent an additional repair the incisional hernia defect and remove the devices. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2009, it was alleged by the patient's attorney that the patient underwent surgery for repair of multiple midline incisional hernia. Two (2) bard/davol composix e/x meshes (device #1) and (device #2) were implanted to repair the hernia defect. On (B)(6) 2010, the attorney alleged the patient underwent an additional open surgery to repair the incisional hernia defect and remove the composix e/x meshes (device #1) and (device #2). The patient was injured severely and permanently. The patient has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. Furthermore, despite having surgical intervention, the patient continues to experience problems with hernia defect. The patient has suffered and continues to suffer from chronic debilitating pain, as well as significant psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments.

Event description:
Per legal complaint: (B)(6) 2009, it was alleged by the patient's attorney that the patient underwent surgery for repair of multiple midline incisional hernia. Two (2) bard/davol composix e/x meshes (device #1) and (device #2) were implanted to repair the hernia defect. (B)(6) 2010, the attorney alleged the patient underwent an additional open surgery to repair the incisional hernia defect and remove the composix e/x meshes (device #1) and (device #2). The patient was injured severely and permanently. The patient has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries. Furthermore, despite having surgical intervention, the patient continues to experience problems with hernia defect. The patient has suffered and continues to suffer from chronic debilitating pain, as well as significant psychological stress and depression. The patient has undergone and will likely require in the further other forms of care and medical treatments.

Manufacturer narrative:
H10 at this time no conclusions can be made. It is unknown to what extent the bard/davol composix e/x (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. To date no medical records have been provided. The attorney alleges the patient underwent an additional repair the incisional hernia defect and remove the devices. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr represents the bard/davol composix e/x (device #2). An additional emdr was submitted to represent the bard/davol composix e/x (device #1). A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. H11 - this supplemental emdr corrects an error that was identified in the record. The following field has been updated d4 (expiry date) the following fields have also been updated: g1, g2, g4, g7, h2, and h11. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.